Event description:
It was reported that there was an infection and the device on the right side was explanted in (B)(6) 2013 due to the infection. At the time of the report the patient still only had the left side implanted. Additional information has been requested on the infection and course of treatment, as well as patient outcome, which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).